Manufacturer narrative:
Sections with additional information as of 12-aug-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: meter displays = = =. Root cause: rc-041: user/mechanical stress.

Event description:
Consumer reported complaint the true metrix meter displayed two lines of dashes. The customer reported symptoms of dizziness, loss of appetite and vomiting. Customer stated he thinks he may have dka (diabetic ketoacidosis). Medical attention was not needed at the time of the call. During the call the customer got the two rows of dashes on the display immediately after inserting the test strip. The test strip lot manufacturer¿s expiration date is (B)(6) 2025 product storage and open vial date were not disclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness, loss of appetite, vomiting. Test strips were not returned. Customer returned incorrect strips: lot # zb5468s. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications meter was returned for evaluation. Evaluation in process most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.